Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of inflammatory nodule is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling 4. Warnings ¿ injection site reactions consist mainly of short-term inflammatory symptoms starting early after treatment and lasting = 7 days in facial wrinkles and folds, and typically last = 14 days in the lips. Refer to the adverse events section for details. 5. Precautions ¿ as with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed. 6. Adverse events table 1 and 2. Injection site responses by maximum severity and duration (number/% of subject nlfs). Possible treatment site responses include: redness, pain, tenderness, firmness, swelling, lumps/bumps, bruising, itching and discoloration. Postmarket surveillance the following adverse events were received from postmarket surveillance for juvéderm® ultra and ultra plus, with and without lidocaine, with a frequency of 5 events or more and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All adverse events obtained through postmarket surveillance are listed in order of number of reports received: lack or loss of correction, inflammatory reaction, allergic reaction, infection, migration, paresthesia, vascular occlusion, necrosis, abscess, flu-like symptoms, headache, malaise, vision abnormalities, scarring, nausea, drainage, dyspnea, beading, syncope, dizziness, anxiety, deeper wrinkle, and granuloma. In many cases, the symptoms resolved without any treatment. Reported treatments have included: antibiotics, steroids, steroidal creams, hyaluronidase, anti-inflammatories, anti-histamines, needle aspiration and drainage, ultrasound therapy, analgesics, anti-viral, excision, eye drops, hyperbaric oxygen, laser resurfacing, tissue debridement, surgical scar revision, ice, massage, and warm compress.

Event description:
Healthcare professional reported injecting a patient with 2 syringes of juvéderm volbella® xc in the "upper and lower cutaneous lips and juvéderm® ultra xc to oral commissures, mental area. Forty-six days after the dermal filler injections patient experienced ¿granulomas¿ at volbella injection sites. Treatment provided as prednisone (60 mg x 3 days, 40mg x 3 days, 20mg x 3 days) 48 days after the dermal filler injection, and hylenex 56, 83, 97, 289, 296, 308, and 317 days after the dermal filler injection. Symptoms have fully resolved 366 days after the dermal filler injection. This record represents the juvéderm® ultra xc. This is the same event and the same patient reported under MDR ID# 3005113652-2018-01206 ((B)(4)).this is the first MDR submitted for the first suspected product, juvéderm® ultra xc.